Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not recognized. There was unknown patient involvement reported.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause was not established. The mainboard will be replaced, dso rubber seal will be replaced, and the dso sensor will be recalibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.